Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical devices: 4194-78 lead, implanted:(B)(6) 2011. (B)(4).

Event description:
It was reported that the device battery only last 4 years. The left ventricular lead was noted to have increased thresholds. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.